Event description:
It was reported that customer was hospitalized with blood glucose of 500 mg/dl and 600 mg/dl. Customer was hospitalized due to a broken bone and not sure if high blood glucose was caused by medication. Customer's daughter called to troubleshoot for high blood glucose. During troubleshooting, it was found that drive support cap was normal; no air found in tubing; no leaks found; time, date, and basal rates were correct; bolus wizard were correct. Alarm history looked good. Customer did not have tubing clamp in order to do high pressure test. Customer's daughter declined further troubleshooting. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).